Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the adaptive stimulation needing to be configured was undetermined. They stated that they don¿t know of reprogramming the lead resolved the lead migration issue. No further actions or complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient fell on (B)(6) 2018 and after x-rays were performed the representative noticed that the lead migrated. They also noted that they previously programmed adaptive stimulation and today the tablet was indicating that adaptive stimulation wasn't configured. The representative was going to reconfigure the patient's adaptive stimulation and reprogram the lead. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.